Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An ER pt sample (a) was tested for accu tnl and a result of 0.51 ng/ml was obtained. The accu tnl result was reported out of the lab. A new sample (b) was collected from the pt approx 4 hours later and tested for accu tnl; the result was 0.02 ng/ml. The customer then re-tested both samples for accu tnl and obtained 2 results of 0.01 ng/ml. The pt was treated with heparin, aspirin and nitroglycerin due to the erroneous result reported. However, the customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks performed on 10/06/06 and 10/13/06 passed. Customer collects samples in bd, 13x100, plastic, lithium heparin tubes with gel separators and centrifuges at 4,500 rpm for 5 minutes at ambient temperature. The customer stated that both samples were drawn by rn from a line and were visually free of fibrin and hemolysis. Sample a was a short draw. No flags were associated with this sample result. The specimens were sampled from primary tubes. A field service engineer (fse) was dispatched to the customer's lab on 10/16/2006. The fse performed a major preventive maintenance (pm) to the instrument. The fse noted a dried wash buffer on mixer pulley 0-rings. The fse replaced wash pump and main pipettor probe. The fse conducted diagnostic testing; results passed within specifications,.the fse verified the instrument was operating per established procedures. The fse discussed sample handling with the customer. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.